Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the tendon stripper was bent before the procedure, so the customer exerted a form to extend a tip of device, but the device was broken. The procedure was completed using a back-up device. A delay of 45 minutes were reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device and the fractured tip were returned. The fractured tip had marks on it indicating it had been grasped with pliers or another tool near the break. There were no other device problems aside from the fracture, and no debris was present. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event.